Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. The patient was doing well postoperatively. Explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7072644. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-70. Batch/lot number: 7072088. Serial number: (B)(6). Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4).